Event description:
Placed an IV on a patient, as I was obtaining blood, the blood from the extension tubing started leaking out of the tubing that connected to the nearport access. Extension tubing changed.